Event description:
It was reported that prior to a procedure, the jaws of the device were misaligned, which does not allow its use. This was observed before use through the package. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking # 455561-0 date sent: 6/21/2006